Event description:
During the drawing phase, air was detected at the start of purging due to an initial start of the machine. At 450ml mark of blood that was processed, we had a system pressure alarm. All connections were tight and secure. There were fine tiny air bubbles at the collect pressure dome and all the way into the bowl. The machine was reset and after the machine repurged itself, there was another system pressure alarm. The treatment was ended due to air in machine and multiple alarms. The treatment was stopped and a manual return of all blood products was given. The pt tolerated it well without incident.